Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as tiredness, mouth was dry and excessive amount of urination. The customer was treated with manual insulin. The customer's blood glucose value was 415 mg/dl at the time of the incident and the current blood glucose was 279 mg/dl. The customer declined to check for the presence of leaks or air bubbles in the reservoir. The customer was advised to change entire set, reservoir and insulin and treat per health care professional¿s recommendation. The pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.